Event description:
It was reported that (1) 511sd device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the trocar didn't release when introduced into the abdomen. The obturator was only returned. Another device was used. It is unknown how the case was completed. There was no consequence to the patient.